Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5186659.

Event description:
Voluntary medwatch received states that the right atrial lead exhibited over-sensing of noise, and intermittent drops in pacing impedance. Lead damage was suspected. The lead remains in service. No adverse patient consequences were reported.